Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 200 mg/dl. The customer reported that the pump would not turn on. The customer troubleshooting was performed and was advised to insert the new battery. Customer states the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device was monitored and no blank display anomalies were noted. Device passed self test, unexpected restart error test and displacement test. Device received with minor scratches on case and minor scratches on lcd window. (B)(4).